Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was cracked. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that experienced 4 more cracking.